Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
The facility's biomedical department reports a pump with an underinfusion, found during biomedical testing. The pump was programmed at 200 ml's per hour. The pump was tested twice, running for 6 minutes with an expected delivery of 19-21 ml's, when it only delivered 18.5 ml's. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.